Manufacturer narrative:
The technician found the communication cable was bad. The technician replaced the communication cable to resolve the issue.

Event description:
Technician alleged that the nurse call controls did not work. No patient impact.